Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery test could not be performed due to prime anomaly. No insulin leaking in the device noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had insulin in the reservoir compartment. The customer stated that his blood glucose level was higher than usual. Blood glucose value was 241 mg/dl. During troubleshooting, the customer stated that the tubing had air bubbles and the tubing and the reservoir compartment smelled like insulin. Insulin did exit the tubing during prime. The customer was uncertain if an insulin leak was present. Most recent blood glucose was 78 mg/dl. The device was returned for analysis.